Manufacturer narrative:
Evaluation summary: one bci monitor was received for investigation with a purple boot and rechargeable battery. The device history record review was completed with no issues found. However, it was noted that this is the second time the device came back to service for the same damage. The reported complaint was verified after powering on the 8401 monitor; performing high/low calibration, and detecting the error c02 sensor displayed on screen. A flow rate test was also performed and the monitor had no flow. After opening the monitor, it was found that the black top lid of the co2 pump was coming off and both of the connector pegs broke off. This damage is consistent with unit being impacted from a drop. The protective boot around the housing acts as shock absorber preventing damage to the housing. However, centrifugal forces in the time of impact affect internal components, which usually results in component damage. Based on the investigation evidence, the root cause was determined to be user interface.

Event description:
Information was received that a smiths medical bci capnocheck ii capnograph monitor had a co2 sensor error. No adverse effects were reported.